Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, at the time of implantation small cracks were observed. Lens was explanted in initial procedure. The procedure was completed with back up lens. There was no patient harm. The patient symptoms were resolved. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and damage to the lens was observed. Iol was returned outside of the device. The device was returned in an opened blister tray. The lock-out assembly has been removed. Ovd (ophthalmic viscosurgical device) is observed in the device. The plunger is fully advanced outside of the device. The iol (intraocular lens) was returned outside of the device wrapped in surgical fabric. Solution is dried on both surfaces of the optic and haptics. The optic is split in two and scratch/marked/cracked rejectable. The product investigation could not identify the root cause for the reported complaint "crack on optic". The lens position in the device for the advancement cannot be confirmed. No damage was observed to the device. Lens damage was observed. The lens was returned split in two, which is consistent with lens having been explanted. Lens damage may occur: due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding, delivery issues and/or damage. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high (> 23 degree c/73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).